Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had atrial fibrillation ablation treatment. Bipolar impedance warnings were recorded on the right ventricular (rv) lead, and the right atrial (ra) lead for lead impedance. Low impedance were noted. The leads remain in use. No patient complications have been reported as a result of this event.